Event description:
It was reported that the o2 was loose and leaked. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A1, a2, a4, a5, a6, b5 and h6 health effects; updated.

Event description:
Additional information was received via email informing that there was no patient involvement.

Manufacturer narrative:
D4. Primary UDI number: (B)(4). H4. Device mfg date: 27-apr-2021. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No physical damage. Performed functional testing and preventative maintenance (pm). The customer's reported problem was confirmed as oxygen was leaking. The root cause was the loose input fitting. Tightened the input fitting and performed pm. Device passed all testing after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.